Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer's blood glucose level at the time of incident was over 20mg/dl. The customer's current level is 197mg/dl. The customer states the hospital treated their low levels with an IV. The customer states the cause of the lows was due to the customer taking insulin before eating, and then not being able to eat. The customer was advised to call back if any issues arise.